Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Additional contact details: event site postal code: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) while using the device on a patient, a message saying ¿maintenance required¿ appeared. Replaced with another device.the equipment was brought back into the company for inspection.there was no health damage to the patient. A getinge field service engineer (fse) evaluated the uniot and resolved the issue by replacing compressor and muffler. Fse then calibrated and performed functional testing to the unit. The equipment was cleared for customer use. These parts were received with a reported unit failure message of ¿maintenance needs to be considered¿ messaged appeared during use. Performed visual inspection of these parts received and following parts looks to be good condition. The fat dept. Cannot do further investigation for received broken muffler 1/8 npt.the failure analysis and testing department could not verify the failure of message appeared on screen that ¿maintenance needs to be considered¿ in the field. The fat dept., seen iabp hours 4894 mentioned in global return form that probably the cause of message of maintenance needed and compressor replacement is every 5000 hours as per factory specification. Compressor scroll and muffler <100 micron passed testing. Retaining all parts in the fat dept. As per procedure 0002-07-d008 rev ap. For compressor scroll and muffler <100 micron:the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. For 0103-00-0631 muffler 1/8 npt:the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit notified " maintenance needs to be considered". The iabp was replaced with another instrument. There was no patient harm reported.